Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that leaking. One sample of material number 2426-0500 was received for quality investigation. Visual inspection was conducted on the sample and no damages or abnormalities were identified on the assembly. The infusion set was then primed to determine if there was any leaks. A leak was identified at the inlet port of the smartsite directly below the pumping segment of the infusion set. Further examination of the union location indicates that there is an uneven distribution of the solvent at the union location with is allowing for fluid to leak from in between the smartsite inlet port inner diameter and the tubing. The customer complaint of leakage was verified. The investigation was forward to the manufacturing location for further analysis. The root cause for the failure was determined to be an error of the assembly personnel to not follow the correct assembly procedure to insure a complete bond between the component and tubing. A quality alert was issued and the assembly personnel have been informed in order to correct the issue for future production. A device history record review for model 2426-0500 lot numbers 23123400, 23123401, 23123402, 23123403 and 23123404 was performed. The search showed that there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.